Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as similar appearing as a burn and sore to touch with open areas. The patient reported the burned area was under all the therapy pads. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as similar appearing as a burn and sore to touch with open areas. The patient reported the burned area was under all the therapy pads. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 9/10/2021: submitting report to correct section g4.